Event description:
Balloon rupture reported. The catheter balloon was tested prior to and after insertion through the "condom sheath". It was then inserted into the patient via a previously placed "percutaneous sheath". When inserted into the patient however, the "tracing wasn't what it should have been", and the catheter was removed and replaced without patient harm. The customer stated that the balloon didn't work. The balloon was noted to be present after removel. No patient harm was reported.